Event description:
An 8f angio-seal vip was deployed. Ten hours later, while the patient was in bed, an egg-sized hematoma appeared. It was not able to be managed with manual compression, so a compressive bandage was used. The patient stayed longer in the hospital because of the event. The patient was stable and recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.